Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during this transcatheter aortic valve (tav) implant into a previously implanted surgical valve, the tav ((B)(4)) was noted to be deep and it was attempted to be retrieved. The tav was not able to be retrieved fully into the sheath therefore the tav was left implanted in the descending aorta. A second tav ((B)(4)) was implanted very deep at 14mm requiring a third tav. A 3rd tav ((B)(4)) was implanted at the correct depth inside the 2nd with a residual mild paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.